Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The treatment lesion was for a high grade stenosis and moderate calcification in a moderate tortuous left anterior descending artery (lad). Rotablation was first performed then the lesion was predilated with a 3.0 x 30 mm voyager balloon. After rotablation and predilation the physician successfully deployed a taxus express2 8.8% 3.00 x 32 mm stent at the mid lad at 16 atms for 20 seconds. Upon withdrawal the physician felt the balloon was sticking to the stent. The physician then decided to deep seat the guide catheter down to the vessel to successfully remove the balloon from the stent. The physician then attempted to stent the proximal lad with a taxus express2 8.8% 3.00 x 16 mm stent, however, could not reach the lesion. Another taxus express2 8.8% 3.00 x 16 mm stent was used to successfully complete the procedure. Pt status is reported as "good."